Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer advised that he is still working with technical support regarding the issue of the vent and still have to open the ventilator backup to do further troubleshooting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting multiple technical failure codes during recent startups. These includes technical failure 300 (device in failsafe), 316 (blower failure), 334 (3.3v voltage high), 336 (5v voltage high), 337 (9v voltage too low), 345 (24v o2 voltage low), 515 (scaled ventilation sensor value out of range), 553 (adc 2, rtempblowerscaled value out of range), and 593 (reference voltage qadc invalid). Furthermore, there was no patient associated with the reported event.